Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A pocket infection was observed. The infection was not related to the procedure or the device. The device and leads were explanted and the patient was prescribed an antibiotic. The patient was stable.